Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion even after multiple attempts and the stent was found to be mangled. The procedure was completed with a different device. No patient complications were reported.